Event description:
Patient presented a couple of months ago with complaints of a sore throat and the sensation that a wire was in his nose. Examination revealed a foreign body in the left naris, which prompted a referral to otolaryngology approximately a week later. Facial and mandibular x-rays revealed "a wire which enters the nasal passages, curving posteriorly, and exiting in the contralateral nasal passages. It is 0.3 millimeters thick and 15 centimeters long. It does not breach the hard palate or soft palate. This wire was present on a CT cervical spine dated from early summer, but was not present on the CT scan dated early spring." Surgical removal of the "u-shaped curvillinear metallic foreign body" took place recently under general anesthesia. The specimen removed was a "nasal bridle with wire and plastic hub." This object was traced back to the patient's trauma burn ICU stay which was approximately three and a half months prior to initial complaint, following a motor vehicle accident. It is estimated that the bridle was placed by the nursing staff at that time in an effort to secure a newly replaced feeding tube that was previously dislodged by the patient. Manufacturer response for disposable, bridle nasal tube retaining system (per site reporter).training and education provided by the vendor to the (B)(6) nursing staff.